Event description:
Alleged - the nurse call signal is not being sent to the nurse's station. No injuries and a patient was not in the bed. The connection on the utv board for the lh head siderail was damaged.

Manufacturer narrative:
Resolution - replaced the utv board to resolve the problem.